Event description:
Laparoscopic appendectom - "the specimen could not be located after surgery and it was found to be retained. The surgeon felt the string on the endobag was too short and may have inadvertently slipped back into the pt's abdomen cavity."

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.